Event description:
The pt has had type 2 diabetes since 1960 and is on a multiple daily insulin regimen. He is quite brittle and has hypoglycemia unawareness. He tests his blood glucose levels approx 5 times daily and gives premeal insulin dose for food and correction. He tested his blood glucose level with his one touch meter at 18:18 and it read 411. This made no sense to him. So he retested at 18:19 and it was 244. At 18:20 it was 274 mg/dl.